Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during flushing before use a leak was noted in the balloon of a viatrac plus peripheral dilatation catheter. The viatrac plus peripheral dilatation catheter was not used, and there was no patient involvement and no clinically significant delay in the procedure. The procedure was successfully completed with another same-sized viatrac plus peripheral dilatation catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the leak was due to a tear in the shaft; however, a conclusive cause for the tear could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot revealed no other similar incidents. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.